Event description:
The customer reported that the system's power cord would not function properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the interconnect cable and the receptacle. The system was tested and found to be working as intended and put back in service.